Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was received with moisture damage at motor assembly. The pump was received with cracked reservoir tube, cracked reservoir tube window. No constant tone was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 6.3 mmol/l. The customer stated that she was wearing the pump and walked into the pool. The customer mentioned that she left the pump in the sun and now it has lines going across the screen. The customer stated that the screen is blank. The customer stated that there is moisture where the moisture is going in. The customer also mentioned a constant tone. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.